Event description:
The hospital reported during the procedure, the hst iii system (4.3mm) seal remained in the tube and it could not be used. The procedure was completed with a new device. There was a no major delay. There were no health risks to the patient.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. The lot # 3000383308 history record review was completed. Theres an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that hst iii system (4.3mm) seal remained in the tube and it could not be used. The issue happened during the procedure. The procedure was completed with a new device. There was a no major delay. There were no health risks to the patient.